Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent urethrolysis with sling release due to urethral obstruction on (B)(6) 2010. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent right stent placement, cystoscopy and bilateral retrograde pyelogram on (B)(6) 2013 due to hematuria and bilateral ureteral obstruction. It was reported that patient underwent bilateral stent placement with cystoscopy on (B)(6) 2013 due to hematuria and bilateral ureteral obstruction. It was reported that patient underwent bilateral percutaneous nephrostomy catheter placements on (B)(6) 2013 due to urethral obstruction. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and persistent incontinence.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2010 by dr. (B)(6) at (B)(6) hospital. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.